Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted tibial insert confirmed unanticipated wear for a polyethylene device implanted for approximately three years. The tibial insert was subject to abrasive wear due to bone cement particles. It is unknown if the reported tibial loosening at the bone/cement interface was a contributing factor. Review of the device history records did not reveal any anomalies. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly delamination. Tibial loosening at the bone/cement interface was reported with the cement manufacturer being unknown.